Manufacturer narrative:
Due to fluid spillages over a long period of time, the power entry module was caked with saline solution resulted in short and causing a spark but immediately self-extinguished. Our director of (B)(6) and engineering went to the hospital to investigate. He met with the representatives of the clinical/biomedical department. He examined the unit and observed that the unit seemed to have never been serviced and/or cleaned as the air intake screen (fan guard) was caked with dust and sealed with multiple layers of dried saline. It is presumed that the chronic applications of spilled saline concentrated salts around and within the power entry and finally concluding with the incident. The hospital personnel have been directed to the operator's manual that specifies the cleaning be performed following each procedure. We examined the implicated unit upon receipt and found that the power entry was damaged. No other components were involved and/or damaged. We replaced the power entry and the unit performed in accordance to our specifications.

Event description:
It was reported that the power entry module in the back of the device caught fire (flash) and immediately self-extinguished due to accidentally spillage of fluid.